Event description:
It was reported the handpiece is giving solid tones. The case was completed using a different handpiece. There was no consequence to the pt. The handpiece was tested later by the sales rep using a test tip with same results.